Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, the 980 ventilator generated a compressor inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. As a precaution, and based on the issues found in the logs, the se replaced the breath delivery(bd) power controller/distribution printed circuit board (pcb). The se also found that the ventilator's batteries were not charging and replaced them. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A breath delivery (bd) power distribution printed circuit board (pcb) and a bd power controller pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the bd power distribution pcb was isolated to a component (r6) on the pcb. No fault was found on the bd power controller pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In addition two batteries were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the identified root cause was isolated to a short circuit in the battery. A supplemental report will be issued.